Event description:
It was reported that the device exhibited a no cassette alarm that occurred a few hours after insertion. This happened twice. The cassette was switched to the other pump but the alarm was the same. There was no patient injury reported.

Manufacturer narrative:
UDI and catalog information are unknown. Operator of device is unknown. Premarket (510k) number is unknown. Manufacturer date is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot or serial number were provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h6: correction: event problem device code:a1601 [1012] - device alarm system c63033.